Manufacturer narrative:
Result of investigation: vyaire medical service technician evaluated the unit found after the exercised fcv for an extended time. Fcv failed 3 times. Ordered gde.

Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen in the log that flow control valve (fcv) characterization failed three times. New gas delivery engine was ordered for this unit. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
The customer reported avea comp unit alarmed vent inop. The customer confirmed that there was no patient involvement associated with the reported event.